Manufacturer narrative:
The 0.035" j-wire was investigated. It was observed the adhesive bond section was broken and one of coil rings was bent and was protruding beyond the outer diameter (od) of the coil. The root cause of the damage is unknown; however, a potential excessive force during use could have cause the bond damage in this isolated unit. There is no indication the device did not meet specification prior to distribution.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.035" j-tip guidewire behaved uncharacteristically when entering the vessel. The physician manipulated the wire to bend in a j-shape and resulted in damage of the wire which caused the dissection. An unplanned additional stent was used to cover the dissection. The procedure was completed with no further complications reported.

Manufacturer narrative:
The product associated with this complaint was returned to the manufacturer for analysis; however, investigation of the device is still in process. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. A follow-up MDR will be submitted once additional information is obtained.